Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during cartridge changes and tubing priming on an ilet system, the user was unable to observe drops at the tubing tip despite multiple attempts, with insulin volume decreasing in the cartridge without visible external leakage; subsequent bench checks with water-filled cartridges and connectors reproduced no drops, and an in-person visit confirmed the pump functioned while the connectors were found to be blocked. Symptoms included no adverse clinical effects. Outcomes included the user transitioning to backup therapy until resolution and shipment of replacement supplies. Investigation included user troubleshooting, guided priming attempts, replication with water, and in-person evaluation. Investigation of this case revealed connector blockage preventing proper priming and delivery at the connector interface. It was concluded that a blockage within the disposable connectors impeded flow; replacement supplies were provided and education completed.